Event description:
It was reported that during a scheduled follow-up, increased right ventricular lead thresholds were noted. The lead was abandoned and replaced. No patient complications were reported as a result of this event.